Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? The staples were delivered with proper form. If yes, was the staple line complete? Staple line did not complete. Did the device cut? The device cut into the last firing. If yes, was the cut line complete? What color cartridge was being used? The color firing was blue.

Event description:
It was reported that during an appendectomy procedure, "fired the device or cross mesentery three times, however, the braidwood not complete the transection." Fired the device a fourth time with tissue further into the proximal end of the device using blue reloads. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge deck. The analysis found that the pce45a device was received in good visual condition and with three cartridge reloads present. Cartridge (b,c) ecr60b, l54u2y was received fully fired. Cartridge (d) ecr60b, l54m93 was received fully fired. Furthermore, the cartridge deck for reloads (b, c, d) was noted to be damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line. When this happens, the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.